Manufacturer narrative:
The sample was collected into a serum gel separator tube. Qc was in range prior to and after the event. A system check run in 2009, prior to the event, resulted within specifications. A fied service engineer (fse) was dispatched: the fse found one suspected sample not spun down completely and advised the laboratory supervisor. The fse conducted hardware verification testing protocol and all testing passed. The fse ran qc which met specifications. The fse verified the instrument per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accu tni) and a result of 11.84ng/ml was obtained. The original sample was re-tested and repeated accu tni result was 0.03ng/ml. In addition, the original sample was tested on a different instrument and a result of 0.02ng/ml was obtained. The erroneous result was not reported out of the lab. Patient treatment was not affected in connection with this event.